Event description:
Boston scientific received information that during a routine system evaluation, unfavorable atrial lead threshold and impedance values, were exhibited. An x-ray confirmed the suspicion of a lead conductor fracture. No adverse patient effects reported.

Manufacturer narrative:
During surgical intervention the lead was capped and another boston scientific atrial lead implanted without reported incident. At this time, no additional information has been provided.